Event description:
Reporter alleged discrepant back to back results of 599 mg/dl versus 120 mg/dl and 40 mg/dl versus 89 mg/dl when both comparisons were each taken within 10 minutes. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.